Event description:
It was reported, the gastrointestinal videoscope supplementary channel was completely clogged. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d9. Additional information: d8, h3, h4, h6. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image was provided by olympus service center. Therefore, we could not confirm the adhesion/clogging of the material in the auxiliary water channel. However, the type of the material or root cause cannot be identified. Occurrence of the events can be detected/prevented by handling the device according to the following instructions for use: detection methods are written in IFU: cf-ez1500dl/I operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: cf-ez1500dl/I reprocess manual chapter 5 reprocessing the endoscope. Feedback to the customer provided: we would like you to handle the device according to instructions for use. Olympus will continue to monitor field performance for this device.